Manufacturer narrative:
Correction to d8 and d9 for information inadvertently left out of the previous report. Additionally, this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed a severely bent outer tube and glass breakage inside the lens. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The outer tube is severely bent due to leverage forces on the optics. 2. A lens in the optical system is broken due to the bent cladding tube and the broken parts are in the system as foreign bodies. The affected device was identified to have age-related wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: <(B)(6) added here due to character limitation in respective field.

Event description:
It was reported the rigid endoscope telescope's envelope tube was severely bent and there was glass breakage inside the lens. There were no reports of patient harm.